Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 429 mg/dl. Customer was treated with intravenous insulin to address the elevated bg. Reportedly, the customer was released a few hours later with the issue resolved and no permanent damage. Reportedly, a malfunction alarm occurred. The customer reverted to an alternate pump for insulin therapy.